Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 598 mg/dl. The infusion set cannula was bent. The customer delivered 40 units of insulin using the insulin pump. Customer's current blood glucose was 433 mg/dl. The high pressure test passed. The insulin pump alarmed no delivery. He had difficulty breathing and had a very stiff feeling. The device was not returned.